Event description:
It was reported that there a bad liquid crystal display. No patient was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During functional testing, installed l-70 test disposable and powered on unit. Removed front cover and investigated further. Found liquid crystal leakage on the liquid crystal display. Customer reason for return was confirmed due to damaged liquid crystal display which is mounted on circuit board. (UDI) is unknown. No actions taken. No product information has been provided to date.